Event description:
It was reported that during a starr transanal rectal resection, the surgeon noticed that the stapler fired but did not suture. The surgeon had to finish the case suturing by hand. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.